Manufacturer narrative:
The device was returned to spacelabs healthcare for further evaluation. The equipment service center technician found that the sdlc pcba was faulty and continued to replace it. After replacement, proper device operation was observed through functional and performance testing and the device was returned to the customer. The cause of the reported failure was due to a faulty sdlc pcba.

Event description:
The customer reported that while in use, the qube bedside monitor would intermittently lose all patient parameters. There was no patient or user harm associated with this event.